Event description:
Upon receipt of additional information, it has been determined this device is not a zimmer biomet device. This device involved in the event is a competitor product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this device is not a zimmer biomet device. This device involved in the event is a competitor product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01783, 0002648920-2021-00173.

Event description:
It was reported the patient underwent a left hip procedure approximately seven years prior. Subsequently, the patient was revised at an unknown date due to pain, limited mobility, metallosis and implant wear. Attempts have been made and additional information on the reported event is unavailable at this time.